Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump also had cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that she tried three times to put the pump in suspend, but a button error alarm occurred. Customer's blood glucose level was 15 mmol/l. Customer stated that prior to the alarm, she went to the gym. Customer insulin pump will need to be replaced. Customer was asked to return the insulin pump for analysis. No additional information provided.